Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
2 connectors of the tigerpaw system ii device were not engaged. Second tigerpaw system ii device was used to complete procedure. No known lost or injury referred to this event.